Event description:
It was reported that during implant of the left ventricular lead, high impedance and capture thresholds were observed. The lead was not implanted. A replacement lead was implanted and the procedure was completed successfully. The patient was noted to be in good condition throughout the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.